Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, the patient reported via email that, following a reverse total shoulder surgery, they experienced increasing postoperative pain. X-rays reportedly showed a broken screw, and a CT scan demonstrated a loose implant. The patient is now scheduled for a corrective surgical procedure. No additional details were provided. Additional information was received via phone from the patient's relative on (B)(6) 2026: the patient is scheduled to undergo a revision left reverse total shoulder arthroplasty on (B)(6) 2026. The original procedure was performed on 02-dec-2024 by a different surgeon at a different facility. Over time, the patient developed significant left shoulder pain. The patient¿s spouse reported progressive discomfort in the patient¿s left arm. Diagnostic imaging was performed, including an x-ray on (B)(6) 2025, which identified a fractured screw, followed by a CT scan on (B)(6) 2025 that demonstrated loosening of the implant. Additional information was received via phone from the patient's relative on (B)(6) 2026: the patient's spouse reported that the revision procedure was performed on (B)(6) 2026. During the procedure, all components of the left shoulder were replaced, and the surgeon informed them that the revision surgery was completed successfully. Additional information was received via phone from the patient's relative on (B)(6) 2026: the patient¿s spouse reported that during the revision procedure, the surgeon identified two broken screws, which were removed and replaced. The spouse also stated that the patient began experiencing left shoulder discomfort in (B)(6) 2025, reporting soreness in the area. The patient participated in physical therapy following the reverse total shoulder surgery and was reported to be progressing well. Additional information was received from the sales representative on 11-feb-2026: on (B)(6) 2026, a sales representative reported via email that a patient underwent a revision reverse total shoulder arthroplasty procedure on (B)(6) 2026 due to a failed baseplate. The surgeon who performed the revision procedure assumed that the baseplate was never incorporated because of micromotion, possibly due to the short length of the screws and the baseplate being placed too superiorly. This micromotion subsequently resulted in the inferior screw breaking off. A successful revision reverse shoulder surgery was performed after all other components were removed, except for the other half of the broken screw. A different surgeon performed the original surgery. The explanted products during the revision reverse total shoulder arthroplasty procedure include ar-9503m-03 arthrex univers revers humeral insert medium / 39 / +3, ar-9502f-39cpc arthrex univers revers suture cup, 39 (neutral), ar-9501-10s univers revers apex humeral stem size 10, ar-9580-2420 univers revers modular glenoid system augmented base plate 24 mm, 20° full, oblique, ar-9563-20 univers revers modular glenoid system, peripheral screw, locking 5.5 x 20 mm, ar-9582-25 modular post for augmented mgs baseplate 25 mm, ar-9563-32 univers revers modular glenoid system, peripheral screw, locking 5.5 x 32 mm, ar-9563-16 univers revers modular glenoid system, peripheral screw, locking 5.5 x 16 mm, ar-9563-28 univers revers modular glenoid system, peripheral screw, locking 5.5 x 28 mm, and ar-9564-2439-lat arthrex univers revers modular glenoid system glenosphere 39 +4 lat / 24. Additional information was received on 23-feb-2026. Refer to the attached document titled ¿(B)(4)¿ to review the complete update. Additional information was received from the sales representative on 23-feb-2026: the patient later experienced postoperative shoulder pain: however, the onset timing and any related clinical treatment were not provided. Imaging studies, including x-ray and CT, showed superior migration of the glenoid baseplate and a broken inferior peripheral screw. During the revision procedure, one broken peripheral screw was confirmed. The specific part number of the reported inferior peripheral screw was not provided. The arthrex implants originally placed were confirmed to be the same arthrex implants that were removed during the revision procedure. The arthrex products implanted during the revision reverse total shoulder arthroplasty procedure on left shoulder performed on (B)(6) 2026 include ar-9561-25s univers revers modular glenoid system, central screw, modular 25 mm, ar-9560-24-2 arthrex univers revers modular glenoid system modulas baseplate 24 mm +2 lat, ar-9563-20 univers revers modular glenoid system, peripheral screw, locking 5.5 x 20 mm, ar-9563-16 univers revers modular glenoid system, peripheral screw, locking 5.5 x 16 mm, ar-9563-32 univers revers modular glenoid system, peripheral screw, locking 5.5 x 32 mm, ar-9563-20 univers revers modular glenoid system, peripheral screw, locking 5.5 x 20 mm, ar-9564-2439-lat arthrex univers revers modular glenoid system glenosphere 39 +4 lat / 24, ar-9502f-39cpc arthrex univers revers suture cup, 39 (neutral), ar-9501-10p arthrex univers revers humeral stem, size 10, ar-9503m-03 arthrex univers revers humeral insert medium / 39 / +3.